Manufacturer narrative:
Product event summary: an image file and the clinical data files were returned and analyzed. Image file review showed a heart on an anatomical map with pulsed field and radiofrequency lesion tags. Clinical data review was completed leveraging the completion of design assessment. The reported incorrect tag label placement behavior is consistent with a known anomaly whereby customer electrical tag presets are initially placed with the incorrect name when tagging. The reported lag behavior during fast remap is consistent with a known anomaly whereby noticeable lag follows certain mapping-related actions throughout a case. The reported "pulse3" comment on every lesion behavior is consistent with a software anomaly whereby the lesion graph comments have preset names prefilled. In conclusion, the reported issue of steam pop was determined to be plausible following data analysis. The catheter was discarded and will not be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the afr-00016 impedance mapping system and the sphere 9 catheter in a cardiac ablation procedure, the mapping system experienced a software issue where a labeled tag was dropped instead of the intended electrical tag, a delay in executing the fast remap function, a generator central processing unit (cpu) high usage alert, and a delay in fast remap. The f5 function brought up a window that obstructed the screen, the mouse wheel was unable to scroll in drop-down menus, and the "add tag to anatomy" option was no longer available. Additionally, pulse3 commented on every pulse field lesion, blocking useful tagging. While ablating on the inferior vena cava (ivc) side of the ridge during radiofrequency ablation of the cavotricuspid isthmus (cti), a steam pop was identified by the physician, who could feel, smell, and see the event on intracardiac echocardiography (ice). The lesion graph indicated a drop in temperature and a spike in current halfway through the ablation. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00016 (serial: (B)(6)); product type: 2004-mapping hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.